Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed safety valve test during pre-use check. The reported problem was solved by replicating the expiratory channel printed circuit board pcb. After replacement, the ventilator passed multiple pre use checks with no failures. Performed pressure transducer test in service mode with no failures. Unit passes all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. No device logs were received and the replaced pcb was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).